Event description:
A malfunction was reported with the customer¿s device, indicated by a malfunction code of malf 9. The customer¿s blood glucose level did not exceed 500 mg/dl, implying no adverse impact. Technical support provided information for resetting the pump; however, as the customer did not have the charger, they relied on an alternate method until ready to reset. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.